Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the event necessitated medical or surgical intervention to preclude permanent impairment of body function or permanent damage to the body structure. Patient condition has been identified as a contributing factor to the issue detailed in this event. The manta vascular closure device instructions for use provides the precaution in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Instructions for use also lists potential adverse events related to the deployment of vascular closure devices that includes local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
The patient underwent a three-vessel percutaneous coronary intervention with impella on (B)(6) 2020 using manta 14f vascular closure device (vcd) for closure of femoral artery access site at the conclusion of the procedure. The patient's artery size was reportedly measured as 7.0 mm. Circumferential calcium was located via ultrasound. Vascular access was obtained with ultrasound. The manta vcd deployment depth was measured at 4.0 cm + 1.0 cm. The manta vcd was delivered to the femoral artery at the measured depth of 5.0 cm. Initial deployment of the manta vcd was executed correctly; however, hemostasis was not achieved. The operator forcefully advanced the lock advancement tube an additional four times in an attempt to advance the radiopaque lock into the proper position for closure. Hemostasis was still not achieved. Manual compression was then applied to the area of extravasation and protamine 5 mg was administered to the patient. The patient's activated clotting time (act) was reportedly 190 seconds. A post -deployment angiogram was taken and revealed blushing (bleeding) and the location of the manta vcd radiopaque marker farther away from the collagen than intended. The operator pulled manta vcd to tension with red showing the tension gauge and completed four additional tube advancements with significant pushing/pulling of the manta vcd delivery system. There was still no hemostasis. An 8.0 mm x 20.0 mm peripheral balloon was inserted in the left femoral artery and advanced to the right femoral artery. The area of extravasation was ballooned for five minutes and the groin continued to bleed. The balloon was re-inflated for an additional five minutes and another angiogram was taken. The patient's act at this time was 138 seconds. The angiogram revealed a small dissection and "flap" 4.0 cm distal to the manta anchor with minimal bleeding at the manta vcd site. The manta radiopaque lock still did not appear to be in the proper location. The reporter stated the small dissection was not initially present; however, confirmed a pre-procedure femoral angiogram had not been not taken. The operator stated the dissection could have been the result of the balloon used being too large. Due to a small residual bleed seen on angiogram, as well as the dissection, a 7.0 mm x 40.0 mm peripheral balloon was inserted. A post-inflation angiogram did not show the "flap" dissection but did show very minimal bleeding at the site of the manta vcd. Per the angiogram and the device operator, the manta vcd anchor appeared to be slightly held up by plaque in the artery after viewing a post-deployment angiogram. The toggle was described as being propped up by a small piece of calcium distal to the arteriotomy site, approximately 0.5 cm inside the arteriotomy. The anchor was not flush up against the artery wall as intended. The reporter confirmed that hemostasis was achieved. The operator stated the patient had fibrous tissues and a lot of scarring in the groin, which could have prevented the manta's lock advancement tube from properly cinching the manta vcd closure; however, the operator stated he did not feel resistance. The patient was reportedly comfortable and had stable vital signs during the manta vcd procedure. The patient's act was 128 at the close of the procedure.

Manufacturer narrative:
It was reported that a post-deployment angiogram showed extravasation and the lock appearing far away from the access site. Multiple attempts at advancing the lock further were performed, however none were successful. A balloon was inflated twice, and follow-up angiograms showed a dissection distal to the manta anchor as a result of ballooning. Additionally, it was believed that the anchor was being held up by plaque, however, this cannot be confirmed due to not receiving the angiograms. The IFU precautions "in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis." The root cause of the compaction issue was likely due to the reported fibrous tissue and scarring present in the groin, which prevented advancing the lock and properly compacting the collagen at the closure site. Risk documentation was reviwed and failure of the distal lock to advance completley is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The device history record (DHR) was reviewed and showed no non-conformities related to this event. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.